Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt thought she may have had a urinary tract infection and that it may have caused her symptoms. Add'l info has been requested, but was not available as of the date of this report.